Manufacturer narrative:
(B)(4). Batch # n54l41. The analysis results showed that one ecr45w cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an obesity morbid gastroplasty procedure, the bypass method with the bariatric kit, when firing the stapler with the white reload, at the moment of performing the anastomosis, the device shot without stapling, it had no clamps in the load. The blade did not cut the fabric, just pushed out of the stop; there was no lesion from the handles. At the moment we analyzed the handles, the cavity, the stapler and the load and we did not find any staples. After removing this load, we replaced with another one of the kit, without needing extra material. There were no adverse consequences for the patient.